Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meets the specifications. History list: the pump was not in stop mode on the (B)(4) 2013. The daytotal was 53.5 iu. Consumables: the glass cartridge is a third party product and not a roche product, therefore, no technical investigation has been performed. The cartridge (insuman infusat 3,15 ml) have been send to the manufacturer (sanofi-aventis). The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported experiencing elevated blood glucose levels for 4 weeks. Patient stated his blood glucose level was up to 360 mg/dl; took correction via the infusion device and syringe. Patient's normal blood glucose level was not provided. Patient reported he was able to get blood glucose level under control by himself. Patient stated he experienced hypoglycemia on (B)(6) 2013 around 2:05 am. Patient reported his partner observed him being restless and he wasn't responsive. Patient stated his partner administered glucagon to him via a syringe; afterwards his blood glucose level was 30 mg/dl. Patient alleges the infusion device did not deliver insulin accurately. No further information available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.